Manufacturer narrative:
The electronic patient records were downloaded and reviewed. It was observed that the device reported 'abnormal energy delivery' multiple times during the reported event. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs and informed not to use the device. A root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a wrench icon in its readiness indicator and was unable to deliver its defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue of a illuminated service wrench, but was unable to verify the reported issue of the device being unable to deliver defibrillation therapy. The service agent replaced the device¿s patient parameter pcb assembly to resolve the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a wrench icon in its readiness indicator and was unable to deliver its defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.